Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited leakage in the cartridge chamber, became soaked during supply changes, and subsequently had an unresponsive screen and would not power on despite being placed on the charger. The user reported elevated blood glucose and restarted therapy, and a replacement pump was issued. Symptoms included hyperglycemia. Outcomes included no reported medical treatment, hospitalization, or emergency intervention. Investigation included troubleshooting with attempts to wake the device on the charger and collection of a video, as well as logistics for device return and replacement. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.